Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that the display did returned after restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.